Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the hcp saw a "safe state occurred" message upon pump interrogation on (B)(6) 2016. It was unknown as to what troubleshooting or interventions occurred. There were no symptoms related to the pump safe state. The patient was to follow up with the hcp at the end of the month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.